Manufacturer narrative:
The pump was returned to mmdg for evaluation, and is currently being subjected to a number of tests. Its internal event log will also be reviewed. Since the evaluation has not been completed, mmdg is unable to advise if the complaint was confirmed or not.

Event description:
The initial reporter stated that the pump did not dispense, and also did not alarm. The initial reporter indicated that this event occured during testing, and that no patient was involved. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. During the investigation it was found that the pump operated within product specifications. The pump data log was also reviewed. There was no indication in the pump history that the event occurred as described, or that the event was reportable.

Event description:
The initial reporter stated that the pump did not dispense, and also did not alarm. The initial reporter indicated that this event occured during testing, and that no patient was involved. This follow up is being filed to include the results of the investigation. [Complaint-(B)(4)].